Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as aug 9, 2010. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated and confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device made an unusual noise and had a worn coupling head. The assignable root cause was determined to be due to various worn components and bearings deterioration from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device had low power. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.